Event description:
It was reported that line of a solution administration set disconnected from the drip chamber. The issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two photographs and two retained samples was evaluated.  Visual inspection of the photographs and retained samples did not identify any abnormalities that could have contributed to the reported condition. Two (2) retention samples were under water leak and air passage tested and no leaks or issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.